Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We also are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that they think the cannula might have came out the infusion site (abdomen). It was also reported that the cannula might have looked bent and that the patient was throwing up. They could also smell and feel insulin on there skin. As treatment, the patient gave manual injection and changed the pod.